Manufacturer narrative:
Additional information: results codes. Based on last visit of field service specialist code was updated as lens was replaced. Field service specialist visited the account to replace the objective (lens) and to carry out all necessary checks and calibrations afterwards due to the customer reporting perforations during arcuate incisions. System was evaluated to determine the baseline. Replaced the objective and carried out all necessary checks and calibrations as per procedure. The system meets all amo specifications. Applications support specialist did surgery support following the lens replacement. (B)(4).

Manufacturer narrative:
Corrected data: (B)(4). The date the additional information was received should have been 6/12/2015.

Event description:
Surgeon reported that when using catalys laser to create arcuate incisions with an intended depth of 20% or 25% there is a 100% anterior perforation of the cornea. He also claims that if he programs and create arcuate incisions at the intended depth of 30% it happens only occasionally. Patients are seen weeks post-treatment and present up to +5.0 diopters of astigmatic effect.

Manufacturer narrative:
(B)(4). Field service specialist visited the account and found no issues with the laser. He checked function of the optical coherence tomography and the laser cut depths and all was within abbott specifications. The issue is noticed only by one surgeon. It was noted that he used different incision settings to what he was used to. He used an anterior line density of 10 and an anterior line distance of 30. These are the default settings of the system. He previously used a density of 5 and distance of 20. The settings have now been changed to 5 and 20. Manufacture date - jan/2015. All pertinent information available to abbott medical optics has been submitted. Placeholder.